Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Pt described forehead pain to surgeon, similar to brain freeze. Surgeon was not sure if it was related to the plates or screws, but decided to remove them.